Event description:
It was reported that the patient previously had an ams artificial urinary sphincter(aus) device implanted and had a replacement of the device due to unspecified reasons. During the procedure, a cuff was tried and not used. A patient outcome of no complications was reported.